Event description:
It was reported to philips that the system failed to boot and the host pc hard disk light was not on, on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc monoplane revised ii without hdd and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).